Event description:
The pump was returned for service reporting "pump turns on and off by itself". Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. Information was not provided whether or not the device was in use on a patient when the reported situation occurred.